Event description:
Pt's called lfs in 2003 alleging their meter was reading inaccurately erratic. Medical affairs spoke to pt one day later, and obtained the following info: pt had been vomiting and was dehydrated. Pt was obtaining "normal" readings throughout the day. The highest obtained was 303 mg/dl. They took 9 units of humalog based on the sliding scale but still felt ill. About half an hour later family member called the paramedics and when they arrived they obtained a result of 900 mg/dl. Pt stated per their sliding scale they would have sought medical attention sooner than they did. At the hosp the result was over 900 mg/dl. Pt was admitted into the ICU with a diagnosis of dka and remained in the hosp for four days. The pt performed precision test in 2003 and obtained two results of 129 and 400 mg/dl within 10 minutes. A new meter is being sent to the pt. No further info has been provided.